Event description:
It was reported that the coyote balloon leaked and was unable to be deflated. A coyote, 4.0mm x 60mm x 150cm, otw was selected for use to treat a case of in-stent restenosis in the right lower extremity. The target lesion was severely calcified and moderately tortuous with 100% stenosis. The first coyote balloon tracked well over the unknown 6fr pedal sheath. A ranger balloon was unable to track over the sheath, and was replaced with a sterling balloon, which tracked reasonably well. The second coyote balloon was advanced to the target lesion and inflated, and it was observed that the balloon was leaking. The coyote balloon was unable to be deflated, and the entire system was pulled from the pedal access. The procedure was cancelled, as the in-stent stenosis was deemed to be too extensive. There were no reported patient complications. It was further reported that the target lesion was located in the superficial femoral artery. The second coyote balloon was inflated to nominal pressure when the leak was observed. The coyote balloon was removed intact from the patient in a semi-deflated state over the course of 10-15 seconds by walking the balloon off the guidewire. Once removed from the patient, a pinhole rupture was noted on the balloon.

Event description:
It was reported that the coyote balloon leaked and was unable to be deflated. A coyote, 4.0mm x 60mm x 150cm, otw was selected for use to treat a case of in-stent restenosis in the right lower extremity. The target lesion was severely calcified and moderately tortuous with 100% stenosis. The first coyote balloon tracked well over the unknown 6fr pedal sheath. A ranger balloon was unable to track over the sheath, and was replaced with a sterling balloon, which tracked reasonably well. The second coyote balloon was advanced to the target lesion and inflated, and it was observed that the balloon was leaking. The coyote balloon was unable to be deflated, and the entire system was pulled from the pedal access. The procedure was cancelled, as the in-stent stenosis was deemed to be too extensive. There were no reported patient complications. It was further reported that the target lesion was located in the superficial femoral artery. The second coyote balloon was inflated to nominal pressure when the leak was observed. The coyote balloon was removed intact from the patient in a semi-deflated state over the course of 10-15 seconds by walking the balloon off the guidewire. Once removed from the patient, a pinhole rupture was noted on the balloon.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #."

Event description:
It was reported that the coyote balloon leaked and was unable to be deflated. A coyote, 4.0mm x 60mm x 150cm, otw was selected for use to treat a case of in-stent restenosis in the right lower extremity. The target lesion was severely calcified and moderately tortuous with 100% stenosis. The first coyote balloon tracked well over the unknown 6fr pedal sheath. A ranger balloon was unable to track over the sheath, and was replaced with a sterling balloon, which tracked reasonably well. The second coyote balloon was advanced to the target lesion and inflated, and it was observed that the balloon was leaking. The coyote balloon was unable to be deflated, and the entire system was pulled from the pedal access. The procedure was cancelled, as the in-stent stenosis was deemed to be too extensive. There were no reported patient complications.